Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2011: the patient underwent implant of two bard/davol perfix plug and patch mesh (mesh #1 & mesh #2) during a bilateral inguinal hernia repair. (B)(6) 2011: the patient has complaints of "disabling" pain causing him to lose time at work. Patient treated with bilateral inguinal nerve block injections, which provided only temporary relief. The pain is indicated by md dictation as being worse on the left side. (B)(6) 2012: the patient underwent partial explant of the left and right bard/davol perfix plug portion of each mesh. The onlay patches were not removed. Two non-bard/non-davol mesh were implanted for support. Operative dictation notes the mesh as "contracted and firm, but not to be a pathologic extent." No evidence of a recurrent defect.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. This MDR represents the bard perfix plug (mesh #2) that was also implanted on (B)(6) 2011. A separate MDR was sent to document the bard perfix plug that was implanted on (B)(6) 2011. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Not returned to manufacturer.